Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a right ventricular assist device (rvad) implant procedure due to a change in patient's condition via loss of right ventricular (rv) contractility, it was suspected that both the right ventricular (rv) and left ventricular (lv) leads were damaged during the procedure. Pacing spikes were observed on external telemetry, however there was no rv or lv capture at maximum outputs. Additionally, rv and lv pace impedance measurements were greater than 3,000 ohms. The rv lead and lv lead remains in service. No adverse patient effects were reported.